Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Adverse event report is being submitted due to symptoms related to diabetes - lightheaded. Patient was diagnosed with ketosis at the hospital. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Note: customer was using true metrix pro which is intended for facility use and not consumer. Customer was sent a true metrix meter as a replacement.

Event description:
Consumer reported past medical attention with use of meter. Customer stated the meter was giving errors but she does not remember what error messages she was getting. Customer received the true metrix pro meter from the urgent care and she has been using it for about a year. Customer stated that she went to hospital on (B)(6) 2020, was admitted due to diabetic ketosis and released on (B)(6) 2020. Customer stated that when she was released from hospital, she was told to test her blood sugar every hour. Customer was able to run a blood test today (B)(6) 2020 and got a reading of 155mg/dl. Customer did not want to provide any additional information because she wants to go lie down. Customer stated she was felling lightheaded at the time of call. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling lightheaded. Medical attention is not reported as a result of the actual blood glucose results or symptoms. The product storage location is undisclosed. During the call, a blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/20/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.